Event description:
It was reported that during a surgical procedure after 24,954 joules of use, significantly diminished vaporization efficiency and fiber overheated occurred. The fiber was exchanged and after 113,109 joules of use, the fiber tip rotated and the fiber fired straight. The fiber tips of first and second fiber were not cleaned during the procedure. The procedure was completed with a third fiber after 47,721 joules. No injury to the patient reported. This report is for the second fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2018-60336. Device avail for evaluation? Updated . Returned to manufacturer date: added. Device eval by manufacturer updated . Device eval by MFR sum attach updated . Evaluation method codes updated. Evaluation result codes updated . Evaluation conclusion codes updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a surgical procedure after 24,954 joules of use, significantly diminished vaporization efficiency and fiber overheated occurred. The fiber was exchanged and after 113,109 joules of use, the fiber tip rotated and the fiber fired straight. The fiber tips of first and second fiber were not cleaned during the procedure. The procedure was completed with a third fiber after 47,721 joules. No injury to the patient reported. This report is for the second fiber.